Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on 05/17/2021 the patient had 6 xience sierra stents (2.75x18mm, 2.75x23, 3x8mm, 3.25x33mm, 3.5x33mm, and 3.5x8mm) implanted. On (B)(6) 2021, the patient was re-hospitalized due to other cardiovascular symptoms including chest pain. The type of treatment was unspecified and the final patient outcome is unknown. No additional information was provided.